Event description:
It was reported that the insulin pump had a blank display after a battery replacement. The customer's mother stated that all the settings were gone from the insulin pump and that the customer was away at work. The blood glucose reading was unknown. Advised that replacement of the insulin pump would be possible after the issues underwent troubleshooting procedures. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.